Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt low battery fails were observed in the device memory. The user would have been alerted with a ¿warning, low battery¿, prompt alongside a flashing red status indicator and failure chirp. This fault was attributed to a failure of the positive terminal pogo pin. The compressed pogo-pin spring had likely resulted in an intermittent connection from the device to the pad-pak which had caused the voltage fluctuations between self-tests and low battery fail observed in the device memory. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was presenting an error condition occurred (as may be indicated by illumination of service indicator and service event code) but there was no confirmation of a failure to the critical functionality of the device. However, upon investigation, a pogo pin failure was observed. This may prevent the pad-pak from inserting correctly into the device. This may lead to a failure to power on the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.